Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer froze when power-up was attempted. The hard drive was reconfigured and the software reloaded. Concomitant products: product ID 2067 radio frequency programmer head; product ID 229047 software analyzer. (B)(4).

Event description:
It was reported the programmer freezes by the medtronic logo when powered on. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Event description:
It was reported the programmer freezes by the medtronic logo when powered on. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 2067 programmer rf (radio-frequency) head, product ID: 2290 pacing system analyzer. (B)(4).